Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported there is a large air bubble in the insulin cartridge of his infusion device. He stated he did not see the bubble when he changed the cartridge last night but discovered it today. To troubleshoot, the patient was instructed to remove the cartridge from his device and, as he had another filled cartridge available, to replace the cartridge. The patient stated he lets the insulin reach room temperature before filling the cartridge. The patient was assisted with performing the change the cartridge procedure and properly priming the infusion set which he successfully did. The patient was then instructed to bolus 2 units out of the infusion set tubing which went through without error. The patient tested his blood glucose and his reading was 234 mg/dl. He stated he would correct his reading by bolusing through his infusion device. The patient did not require assistance from a healthcare professional second party to address the issue. No product was requested to be returned for eval.